Manufacturer narrative:
Investigation: per the customer, the amount of remaining ac was measured - 850 ml remaining in 1l bag ¿ post procedure report indicated 437ml of ac should have been used in this procedure. The customer returned a full used set for evaluation. The ac spike with attached tubing line were detached from the set, but still inserted into an empty fenwal 1000 ml ac bag that had been cut open in the top corner near the hanger. The ac spike was approximately 1/3rd full of fluid and the attached line also contained fluid up to the heat-sealed end. The tubing leading to the inlet of the ac filter contained fluid, but the filter appeared relatively dry. Only droplets of fluid were observed within the outlet tubing from the filter, throughout the ac pump tubing, and into the one-way valve of the inlet coil. The spike was not removed from the bag and fluid flow was confirmed by filling the bag from the cut corner near the hanger. The tubing line was heat sealed approximately 1.5" below the one-way valve of the inlet coil and a syringe was used to confirm fluid flow from the ac filter, through the pump tubing, to the valve. The remainder of the set was inspected for misassemblies, obstructions, and other abnormalities. Within the white blood cell collection chamber of the channel, large platelet aggregates were confirmed and were also seen within the 4-lumen collect tubing and collect pump line. After the collection was restarted and completed with a new set on the same machine, the machine was taken out of service until a cause could be identified. Investigation is in progress. A follow-up report will be provided.

Event description:
The customer reported clotting during an mononuclear collection (mnc) procedure. Clumping was initially noted in the reservoir, and the operator made adjustments to the anticoagulant (ac) ratio twice without effect. There were several alarms throughout the procedure. The procedure was aborted due to not being able to clear/resolve the alarms. Rinse back was initiated, then the product was inspected and found to be congealed. Upon noticing this, rinse back was immediately discontinued and the patient was disconnected. Upon disconnecting the set, it was noticed that the ac solution bag contained more fluid than expected, and did not match the value provided by the machine. The bag contained 850mls ac post-procedure and they had not changed the bag at any point. The set was examined immediately after it was taken down and all the blood in the blood warmer tubing was found to have clotted. The collection was restarted on the same machine, with a new disposable set and fluids. The procedure completed with no other issues. No medical intervention was required for this event and the patient was reported to be in stable condition. The customer declined to provide the patient's identifier and age due to regional regulatory restrictions.

Manufacturer narrative:
This report is being filed to provide additional information. The run data file (rdf) was analyzed for this event. The spectra optia system is designed to monitor fluid presence in the ac line using the ac fluid detector, the signals in the rdf indicate that the ac fluid detector was functioning as intended. The sensor saw fluid in the ac line during ac prime and throughout the procedure. The device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the reported condition. A terumo bct service technician inspected the device at the customer site. The technician was unable to duplicate the reported condition. The accuracy and performance of the ac pump were verified and no issues were found. Investigation is in-process. A follow-up report will be provided.

Manufacturer narrative:
Root cause: based on the service history, there is no indication of any issues with the machine that could have contributed to the under delivery of ac or the clotting observed in the disposable set during the procedure. Based on the available disposables and procedure review information, it is believed that there could have been some under delivery of ac during the collection; however the exact cause of this is unclear. The investigation of the returned disposable set confirmed that there were no kinks or occlusions in the ac spike, ac filter or the ac line that could have prevented flow of ac through the ac line. It could be possible that the ac line was loaded into the ac fluid detector in such a way that the ac line could have become partially occluded near the ac filter or the ac line could have become partially occluded by some component near the ac line such as a blood warmer. In either case, this could have caused fluid to be consistently present at the ac fluid detector but at the same time limited flow through the ac line. During ac prime the system does use the inlet pressure sensor to verify that the ac line is not initially occluded. But once the procedure is started and patient blood and ac are brought into the manifold via the inlet and ac pumps, there is no way for the optia system to differentiate between the type of fluid being brought into the cassette. Throughout the procedure the inlet pressure sensor is no longer able to check for ac fluid presence during the procedure, but the ac fluid detector is still constantly monitoring for the presence of fluid in the ac line. Based on the machine behavior observed in the run data file and the service performed on the machine, terumo bct believes that your machine is safe to use. The information from the run data file, the returned disposable set, and the service history do not indicate a conclusive root cause for the reported under delivery of ac during the procedure. However, it cannot be ruled out that there could have been some type of external partial occlusion of the ac line which could explain an under delivery of ac. Possible causes for the observed clumping include but are not limited to: partial occlusion in the ac delivery path that limited the amount of ac delivered. Infusion of a bolus of calcium rather than a continuous infusion could increase the likelihood of clumping in the circuit. Excessive calcium infusion in combination with a higher inlet:ac ratio could lead to clotting in the circuit.